Manufacturer narrative:
In response to FDA report number: mw5091025. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the weight to the specification, a crease fold and deformation. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of irritation/inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: irritation/inflammation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a left side implant exchange of textured device due to "increased risk for alcl." Patient also reported "pain and burning in upper body" and "chronic inflammation." Patient additionally reported "discomfort and muscle and joint paint as well" and "autoimmune system has been compromised" which are not device related. Healthcare professional additionally reported capsular contracture, baker grade I. Device has been explanted.